Event description:
"Scissors in the suture removal tray fell apart while using them to cut an ostomy barrier. Ref mds708555, lot 24dbm312, exp [redacted date], gtin (B)(6)." Manufacturer response for scissors in suture removal tray, scissors in suture removal tray (per site reporter). Sent to medline as a fyi.